Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. Additionally, a cartridge alarm (cartridge alarm 1) occurred. Blood glucose was 171 mg/dl. Customer loaded a new cartridge and resumed insulin delivery.